Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right atrial (ra) lead over-sensing causing inappropriate automated mode switch (ams) episodes. Meanwhile, the left ventricular (lv) lead exhibited high capture threshold. Both the ra and lv leads were explanted and replaced. The patient was in a stable condition.